Manufacturer narrative:
The pump's complaint stated. "Sn- (B)(6) and po# (B)(4). Complaint: the unit needs hex file. Action in our location: the unit fail volume." This means that the pump failed a flow rate test and needed a hex file to be created in order to calibrate the pump's offset correctly. Upon entering the information menu, the offset was originally set to 4% and then it was brought down -5% to -1%. In order to verify the complaint and flow rate effectiveness of the pump's calibration, the following flow rate testing report was used: connect tubing into reservoir. Prime tubing by gravity. Turn on the scale then, open infuscate on the computer and set total time to 8 minutes. Test 1: set prog to 125 ml/hr for 20 vtbi run the pump then press start on infuscale. Pass if the pump flow rate deviation is within +-4.5% accuracy. Test 2: (optional) if the customer reported the rate: set prog to (reported rate) ml/hr for a vtbi high enough to run for 8 minutes. Run the pump, then press start on infuscale. Pass if the pump flow rate deviation is within +-4.5% accuracy. The pump's infusion was ran at 125 ml/hr for 20 ml , using calibrated b2 tubing with tubing ID # (B)(6) and offset -2.18%. The recorded flow from the infusion was measured as 18.614 ml which has a -4.75% deviation and is out of spec. The reported issue has been confirmed as the pump needs further calibration and the hex file reuploaded. The pump's flow rate test fails according to the testing protocol but it does not meet the reportable guidelines of 15% deviation.

Manufacturer narrative:
DHR was reviewed and the pump passed all previous tests. There are no other complaints on this device. At this time, the device has not been returned for an evaluation.

Event description:
On 11/29/2023 zyno medical received a report from a distributor that a pump did not pass a flow rate test that they did during preventive maintenance. The percent it failed by is unknown. No patient involved.